Manufacturer narrative:
Section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 29-aug-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a lens case. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, scratches on the edge of the optic could be observed. Based on the return condition of the lens, no further product evaluation could be performed. Complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. There is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after the za9003 model intraocular lens (iol) was fully inserted into the patient¿s ocular sinister (left eye), a scratch was noticed. The iol was removed and replaced with another za9003 22.0 diopter iol during the same procedure. There was no delay in procedure, no incision enlargement, no suture(s), and no vitrectomy. Patient outcome post-procedure is unknown. No further information is available.

Manufacturer narrative:
Additional information: sections a-2 patient age and date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - impact code: 4631 iol removal and replacement all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.